Event description:
It was reported the patient's scs lead was revised due to the patient experiencing unintended stimulation in the foot. The lead was repositioned, effective stimulation was established postoperative, and the patient now has stimulation in all areas of pain.

Manufacturer narrative:
(B)(4).

Event description:
Correction: further review of the event found the patient experienced ineffective stimulation from the scs system. The scs lead was revised because the patient was not receiving stimulation therapy in their left foot.